Event description:
It was reported that the patient presented for an implant procedure. During the procedure, when the lead was connected to the pacemaker, it was found that the set screw of the pacemaker would not tighten. The pacemaker was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.